Event description:
It was reported that after a percutaneous coronary intervention procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but after fully inserting the device into the vessel at the proper angle, no blood flow was visualized from the marker lumen to indicate arterial marking. The device was removed and a non-abbott vascular closure device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unsuccessful luminal blood marking could not be confirmed as the returned device performed according to specifications. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.